Event description:
An optometrist reported that a pt presented with blurry vision and dry eyeness in the left eye. During the slit lamp exam, the pt was noted to have dry eyes and blurry vision at distance. The pt was prescribed a steroid drop and artificial tear drops. Additional info provided states that the pt's symptoms and vision have improved. The pt is no longer using the steroid drops but is to continue the tear drops as needed.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).